Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the middle of the extension tube was leaking. The catheter was replaced and there was no harm to the patient.